Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The patient sample initially resulted with an hcg+beta value of < 0.100 miu/ml accompanied by a data flag. The initial result was reported outside of the laboratory. A urine sample from the patient was tested early in the morning on (B)(6) 2019 using the cardinal health hcg combo test, resulting as positive. The complained sample was then repeated on (B)(6) 2019, resulting with a value of > 10000 miu/ml. The sample was automatically diluted 1:100 and repeated on (B)(6) 2019, resulting with a value of 20744 miu/ml. The repeat value was believed to be correct. The patient was not adversely affected. The hcg+beta reagent lot number was 32944605, with an expiration date of 30-sep-2019. The field service engineer performed a system volume check twice and it failed each time. He replaced the pinch valve tubing and sipper seal. He ran the volume check again twice and results were passing. He ran performance testing and this failed on one channel. The customer does not run tests on the channel. The customer ran controls.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.a general reagent or instrument issue could not be identified.